Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Drive support was inspected and no anomaly was noted. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.